Event description:
Patient allegedly received a filter via an unspecified femoral vein due to deep vein thrombosis (dvt). Patient is alleging vena cava perforation impressing upon the duodenum and lumbar vertebra. Patient notes and further alleges experiencing anxiety and worry about the state of the filter and physical limitations per a computed tomography (CT) abdomen and pelvis: "caval perforation: yes, 12 o'clock strut grade 3, impressing on the posterior wall the duodenum. 6 o'clock strut grade 3 impressing on the periosteum of the lumbar vertebra. 3 o'clock and 9 o'clock struts grade 2. Tilt: anterior tilt measuring 14.54 degrees, right-sided tilt measuring 6.25 degrees. Migration: proximal tip of the filter is at the level of the renal veins. Pertinent negatives: no surrounding hematoma or fat stranding. Additional findings: none".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b5, b6, b7, d1, d4, g4, h4, h6 (patient and device codes) g4 (510k): k171712. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, tilt, anxiety, worry, physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, worry and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. To date, two other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect platinum is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect platinum (pt) inferior vena cava (ivc) filter on (B)(6) 2015, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.